Manufacturer narrative:
Date sent to the FDA: 10/5/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr (B)(4) submitted for adverse event which occurred on (B)(6) 2015. Mwr (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015 during which the surgeon noted significant adhesions throughout the entire midabdomen where the patient had previous laparoscopic mesh placed. More centrally and also the periphery of multiple areas of the mesh, there was significant adherence of small bowel to the mesh. The mesh had actually started to migrate within the serosa of the small bowel at multiple areas and was not able to be safely or completely dissected free from the mesh without leaving mesh stuck to the bowel or enterotomy of the bowel. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the mesh was followed to its lateral extent, which was near muscle edge, the fascial edge and was carefully dissected free from the fascial edges all the way around the circumference as it was encountered. Near the mid portion, there was recurrent hernia where there was a void in the mesh coverage and he was able to visualize inside the abdomen through this opening and carefully and protect underlying viscera and carefully dissect free from adhesions to the mesh and the abdominal wall. There was some bowel adherent to the mesh but it was able to be sharply dissected free without evidence of any serosal tear or bowel injury. There was dense adherence to the liver. The liver capsule was stuck to the mesh and densely adherent. Some portion of the mesh had been torn near the midportion where there herniation through the mesh. It was reported that the patient experienced severe pain, inflammation, mesh adhesions to the bowel, omentum and liver, enterotomies, serosal and muscularis thinning, small bowel resection and mesh migration. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/20/2022.